Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a 20 mm amplatzer amulet left atrial appendage occluder was chosen for implant. The occluder was implanted. About 10-15 minutes after being implanted, the patient developed an arrhythmia,. Imaging was done that showed the occluder had embolized into the descending aorta. A snare was used to retrieve the occluder. The patient was noted to be stable condition at the time of report. No additional information was reported.

Manufacturer narrative:
An event of arrhythmia and device embolization into the descending aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.